Manufacturer narrative:
The field service engineer replaced and adjusted the reagent and sample probes and adjusted the cell rinse. The investigation did not identify a specific cause of the event but found the issue was resolved after the service actions. General reagent issues were excluded as the correct result was obtained with the same reagent.

Event description:
There was an allegation of a questionable glucose result from the cobas pro c 503 analytical unit. The initial result was 0.330 g/l and the repeat result was 0.984 g/l.

Manufacturer narrative:
The reagent lot number was 734489. The expiration date was requested but was not provided. The gear pump, wash reservoir, and cells were checked. The sample sonic wash needle was found to be full of crystals. A hardware performance check was performed. The investigation is ongoing.